Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received for four days and no auto suspend on its own noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they had high blood glucose level. Blood glucose value was 400mg/dl on sunday. Current blood sugar level is 225mg/dl. Customer also stated that they had no delivery alarm. Customer changed site but still issue was not resolved. Insulin pump will be sent for analysis and a replacement pump will be sent.